Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged and the patient experienced diaphragmatic stimulation and nerve stimulation. The lv lead was explanted and replaced with a different shaped lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.